Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating and depleting quickly which led to an unexpected shutdown. Additionally, it was reported that the insulin gauge was inaccurate and an occlusion alarm occurred. Customer's blood glucose level ranged between 400 mg/dl and "high" which was addressed by administering a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.